Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Manufacturer narrative:
Integra has completed their internal investigation on 06/05/2015. Results: the instrument was returned and evaluated by engineering who found that the torque handle failed at 131 96 in-lb. Per dwg (B)(4), the torque setting of the instrument should be set at 90 0 +/- 9 0 in-lb. Therefore, the complaint was confirmed as the torque limiting feature did not function as intended. Additionally, it was observed that the torque shaft would spin inside of the handle. During the review of the DHR for lot al510819a/al544667a, it was concluded that the product was manufactured, inspected and accepted for use by the quality control department on 08/16/2012 and met all specified of the receiving inspection report with no associated nonconformance specific to the product issue. In the past 12 months from the awareness date ((B)(6) 2014), there have been 2 add'l complaints on pn 91-6940 not functioning. Conclusion: the complaint was confirmed as the torque limiting feature did not function as intended. Additionally, it was observed that the torque that would spin side the handle. CAPA has been initiated as a result of this event as there is no effective system in place to replenish counter torque instruments.

Event description:
'The counter torque is not well calibrated.' Additional information was provided. The reported malfunction was detected during surgery. The surgery was completed. There were several tightening instruments in the set, so they were able to complete the surgery. The surgery time was not extended for more than 10 minutes. No additional anesthesia was administered due to the alleged incident. There was no adverse consequence to the patient.